Manufacturer narrative:
Service was not dispatched as the customer's biomedical engineer resolved the issue.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, one value within the risk stratification and two values above the acute myocardial infarction (ami) limit , for three patients, involving the unicel dxc 600i synchron access® clinical system utilized in conjunction with the access accutni assay and calibrator. The customer also noted wash valve/pump motion system errors at the time of the event. The patients¿ samples were reanalyzed, per the laboratory protocol, and obtained lower results; two were within the normal reference range and one value was within the risk stratification. The erroneous results were not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The customer¿s biomedical engineer evaluated the instrument and replaced the wash pump assembly and resolved the issue. The patients¿ samples were collected into 3 ml lithium heparin primary plasma tubes and centrifuged at 3,000 rpm (rotations per minute) for three minutes. Routine system check, performed on (B)(6) 2013, was within specifications. The instrument was returned to normal operation.